Manufacturer narrative:
The reported events of failure to capture, failure to sense, low pacing impedance and insulation twisted were confirmed. As received, a complete lead was returned in one piece. Visual examination found the outer insulation was twisted throughout the lead consistent with procedure damage. X-ray examination of the lead found the inner coil in the connector region was over torqued consistent with procedural damage. Electrical testing of the lead found an internal short due to the over torqued inner coil in the connector region. The cause of the reported events was isolated to the over torqued inner coil.

Event description:
It was reported that patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead failed to capture, failed to sense, and exhibited low pacing impedance when connected to the pacemaker. The lead insulation appeared to be twisted. The lead was not used and replaced during procedure. There were no patient consequences.